Event description:
The customer stated that during a code the mask did not provide a good seal to the patient's face. The nurse said that she did not have time to inspect the mask after the incident and that it was discarded. She said that the crash carts are inspected per facility policy. When the director of nurses met with the sales rep. It was not determined whether the resuscitator caused the patient's death and the mask sample had been discarded by the facility so no investigation could be completed.